Event description:
The technician alleged the head brakes do not work. He found the head brake needed adjustment. He adjusted head brake and foot brake caster to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.